Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The manufacturer international sales personnel reported the appearance of error code 1111 in the diagnostic report.the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.